Manufacturer narrative:
There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that a lead safety switch (lss) occurred on this right atrial (ra) lead. There was noise on the lead which was reproducible with isometrics but not with pocket manipulation. This lead has a history of poor sensing. Thresholds cannot be checked since the patient is in atrial fibrillation. Unipolar and bipolar impedance measurements are currently 760 ohms. At the last check, bipolar impedance was 710 ohms. Impedance measurements for the past seven days are listed as 'n/r', except for one day which was 760 ohms. There was no evidence of an out of range impedance measurement. Technical services discussed what would cause a lss and that there may be no indication of an out of range impedance measurement with the weekly average of daily measurements. No adverse patient effects have been reported. All available information indicates that the lead remains in service.